Manufacturer narrative:
The investigation into the reported, limb ischemia has been completed since the original report was filed. No product was returned. As per clinical patient the cause of the limb ischemia issue was patient condition related with clot in the femoral artery observed per imaging.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old female patient was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for a patient with multiple cardiac and systemic comorbidities. The pump was placed via femoral artery access and this caused the loss of pulses. The limb ischemia caused the team to explant and escalate to the axillary 5.5 pump. The access site needed thrombus treatment and a cutdown. The 5.5 was placed and patient survived.